Event description:
To treat a highly calcified cto lesion at #9 of lad, the guidewire was advanced through the strut of stent, and the tip of the guidewire was trapped. When the guidewire was pulled back, tip of the guidewire was broken. Broken and separated fragment was kept in the anatomy by the physicians decision. The pt had no complications in the case and is doing well.

Manufacturer narrative:
Tip end of the guidewire was separated and the proximal section only was returned for manufacture's investigation. Sem observation of the breakage site of returned guidewire revealed dimple on the fracture site, and reduction of core wire diameter at the section adjacent to the breakage site, both suggesting the breakage by pulling force. Lot history review could not be conducted due to no lot information available. Since all the products are inspected for meeting the shipping criterial, the device is considered to be free from defect. It is inferred that the guidewire was pulled back with force for removal from the trap, resulting the breakage of guidewire tip due to the force exceeding the product design limit. Warning section of IFU describes "do not manipulate the guidewire through strut of stent." "If any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved exit may break or became damaged, resulting fragments being left inside vessel.